Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). G2 foreign: japan the investigation is complete. This is an initial final report submission. Visual examination of the returned product identified there was a long, hair-like debris inside the sealed package of 1 of the connectors. The debris is greater than 0.60 sq. Mm. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to the operator not following the work instructions. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the distributorship that at incoming inspection the product had hair like debris in the sterile package. No patient involvement. Due diligence is complete and no additional information is available. At product evaluation inspection the debris was found to be greater than 0.60 sq. Mm. No adverse events were reported as a result of this malfunction.